Event description:
It was reported that while cutting the femoral head during a surgical procedure, two blades broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.

Manufacturer narrative:
H6: investigation results indicate that the blade broke due to issues identified with the associated handpiece saw 7206000000 (B)(6). The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that while cutting the femoral head during a surgical procedure, two blades broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the first blade that broke.